Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: unavailable). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) the patient experienced cardiac perforation and en docardial fluid accumulation was noted.  Surgery was performed. When the chest was opened, there was a pinhole-sized bleeding spot on the free wall side. Hemostasis was achieved by suturing during open chest surgery. The operating physician assessed that the delivery system may have advanced when being pressed, possibly injuring the free wall side. It was noted that poor fixation to the septum and some slipping were observed several times. An echocardiogram was performed, and no pericardial effusion was seen at that time. It is thought that a small injury occurred at some point during the procedure and worsened over time. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.